Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jul-2023 h6: investigation summary customer returned (3) 32ga x 4mm loose needles inside a metal canister. The customer complained that 2 pcs of pen needles were found to be bent & 1 pc was found to be blocked. The returned sample visually inspected and was verified bent non patient end canula on 2 of the needles. Functionality test was performed on the non-bent pen needle and observed proper flow of saline through the cannula without any issues. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Based on the sample received, embecta was not able to confirm the customer indicated issue clogged canula. Root cause cannot be determined as the returned samples were open.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: complaint from hospital. The customer complained that 2 pcs of pen needle were found to be bent & 1 pc was found to be blocked.

Manufacturer narrative:
Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to confirm the customer indicated failure. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: complaint from hospital. The customer complained that 2 pcs of pen needle were found to be bent & 1 pc was found to be blocked.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ pen needles 32g x 4mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: complaint from hospital. The customer complained that 2 pcs of pen needle were found to be bent & 1 pc was found to be blocked.